Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the time and date were incorrect upon restarting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the pump's black box could not verify that the pump time and date reset to default after a pump reboot. The time and date resetting was duplicated ruing the investigation. The bt1 component was found to be leaking. Unrelated to the time and date issue, the battery compartment was cracked from the top.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.